Event description:
A malfunction was reported with a pump device distributed in denmark. There was no adverse impact to the customer's blood glucose level. The pump was identified as out of order and could not be reset, leading technical support to arrange for its replacement. The customer was instructed to switch to manual daily injections (mdi) to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and guided the customer on storing the malfunctioning pump in preparation for its return. A replacement pump was sent, and the customer was informed to return the defective pump using a pre-paid label.